Event description:
It was reported to adac that when copying trials the max dose display was carried from original to the copied trial dose display. The concern is that the pt could be treated based on data that was not correct. There were no reports of injury as a result of this.